Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is making constant beeping noise. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d4 (unique identifier (UDI) number), d8, d9, g3, g6, h1, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) confirmed there was no commitment from customer to repair device. So, the device not yet repaired. The investigation shall be closed now. If any additional information received about service the complaint will be reopened and updated it. There was no patient involvement and no harm reported.